Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the system filter can't be operated and there was an error in the beam which may have caused the system to expose outside detector area. The customer was able to restore the function of the system by rebooting it few times. The field service engineer (fse) went onsite and confirmed that the collimator can't open and it failed in the collimator test. So, the fse replaced the collimator to resolve the issue. After the replacement, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the collimator filter would not open and therefore, no imaging could be performed. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.